Manufacturer narrative:
The plates have deep scratches per the pictures that were sent.

Event description:
The report from both complaints is the same: they recently purchased these in (B)(6) 2024 and had these bad marring and scratches on them after a couple of uses.